Event description:
It was reported by the patient that during the implantation of the implantable cardiac monitor (icm) " they had to make two incision sites". The physician reported second incision site was due to poor sensing at first site. The device remains in use. No further patient complications have been reported as a result of this event.